Event description:
False positive result (s). My son took this test and immediately, both lines showed!! Feeling uncertain, called his dr and they seen him the next day and he was negative. I wouldn't trust this test.